Manufacturer narrative:
This event also includes device 13785188/ 00733132618187.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2015 the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. The maximum diameter of the aneurysm measured 60 mm. The patient tolerated the procedure. On (B)(6) 2016 coil embolization was performed to treat a persistent endoleak of unknown type. The patient tolerated the procedure.